Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received yet.

Event description:
It was reported that both right atrial and right ventricular leads were found to be fractured. Both leads were capped and replaced on (B)(6) 2019. Additional information is not available yet. Related manufacturer reference number: 2938836-2019-03154.

Event description:
New information received notes that the lead issue was discovered during follow-up in clinic. Lead exhibited high capture threshold. Patient was asymptomatic and tolerated the procedure well.